Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown 28x42 adm insert. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Manufacturer narrative:
Reported event: an event regarding alleged dislocation (after a fall) involving an unknown 28x42 adm insert was reported. The event was confirmed. Method and results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: the provided medical information (x-rays) was submitted to a consulting clinician who deemed it insufficient for a medical review. Confirmed dislocation on one of the x-ray provided. Need clinical history and op reports. Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event of dislocation was confirmed from x-rays and the root cause was not determined because the devices were not returned for evaluation and insufficient medical information was provided. However, the clinical indication for revision may be related to the reported trauma. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. Product surveillance will continue to monitor for trends.

Event description:
It was reported that patient was revised on a right hip due to dislocation and instability. Doctor had mentioned fall associated with patient.

Event description:
It was reported that patient was revised on a right hip due to dislocation and instability. Doctor had mentioned fall associated with patient.